Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. It was noted the device had eroded through the skin. Cultures were taken and the complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.